Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing below the minimum rate set by the physician. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.